Event description:
Additional information received indicates the lead was replaced to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead had high impedances and patient lost effective therapy as a result. Surgical intervention may be pending to address the issue.